Event description:
It was reported the camera head had a cable malfunction. The reported malfunction occurred during cleaning and disinfection for an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the cable malfunction occurrence. It is presumed that "no image is displayed" occurred because the video function did not function properly due to a cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.